Manufacturer narrative:
Manufacturing evaluation: samples received: 2 open racepacks. Analysis and results: there are no previous complaint of the same code-batch. There are no units in our stock. We have received two open and unused samples with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open racepacks. Analysis and results: there are no previous complaint of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. Received two open and unused samples with the needle detached from the thread. However, without any closed sample an analysis cannot be carried out in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incident is taken and if any closed sample is received in the future, the case will be reopened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south africa. It was reported that the suture was detached from the needle when the package was opened.